Event description:
It was reported that during use, the pressure values on the monitor decreased; however; on the manual system, the pressure was higher. When the dpt was replaced the values were correct.

Manufacturer narrative:
The device was not returned for evaluation.